Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection of the sample showed the effluent pump segment was disconnected from the support plate. The reported condition was verified. The cause is related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during priming with a prismaflex m100, an external dialysate leak from the effluent line in the pump segment was observed. It was further observed that the tubing could be disconnected easily. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.